Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported via a remote transmission that there was intermittent far-field r-wave oversensing by the patient's implantable pulse generator (ipg) that was documented as a single high rate atrial episode. No changes were made and the ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.